Event description:
Revascularization was performed. It is unknown why this treatment was peformed; however, because of the date of event, additional information is not available. Therefore it will be assumed that the penta caused or continued to the revascularization and the intervention will be considered to be medical intervention prevent permanent impairment. The information contained in this report was captured during a post-market evaluation conducted outside the u.s.